Event description:
Patient was revised to address pseudo-tumor and increased ion levels. Update rec'd 10/31/2014- pfs and medical records received. A dor was provided. Pfs alleges pain, swelling, and increased metal ions. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, and increased metal ions (no labs provided). The stem is now being added for the high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/26/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.